Event description:
Information received by medtronic indicated that the insulin pump had damaged housing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). On august 19, 2021 customer returned insulin pump for an alleged cracked case housing. Insulin pump received with multiple cracks on the case and reservoir tube lip damaged. The insulin pump passed the displacement test and the insulin pump was received with 50% of reservoir tube lip broken off, however the test infusion set and reservoir did lock properly into place. Broken reservoir tube lip, broken belt clip slot, cracked case at the display window corners and cracked window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.